Manufacturer narrative:
Additional narrative: product investigation: one vertebral spacer-tr 10mm was returned (part 08.804.010, lot 7748052, mfg jul 2014), however, there is no reported malfunction or allegation against the implant. The returned device is in good condition and conforms to the engineering drawing. The drawing for this implant was reviewed and the device meets the dimensional specifications. The complaint history for this device was reviewed; however there is no alleged complaint against this implant. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-plif implant holder was rotating during insertion while the surgeon was performing a 4-5 transforaminal posterior lumbar inter-body fusion procedure (t-plif) on (B)(6) 2014. Reportedly the t-plif implant holder was rotating during insertion and a small tear occurred in the dura as a result of the implant holder rotating, the surgeon sewed up the dura and then continued with the surgery. There was a 15 minute time delay to sew up the patient another t-plif implant holder was not available, so that surgeon used an oblique posterior atraumatic lumbar (opal) spacer to successfully complete the surgery. There was a 5 minute time delay to switch from the t-plif to the opal spacer. There was a total delay of 20 minutes in the surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) small tear in the dura as a result of the implant holder rotating. A review of the device history record (DHR) revealed no complaint-related anomalies. The DHR shows this lot of tr peek vertebral spacers was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no documented reworks or non-conformances. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.